Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture" the device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed the device inside of the plastic container. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted and replaced.